Event description:
Rv lead noise on ICD home monitoring. Patient had noise on lead. Thought to be ICD generator. ICD gent change done (B)(6) 2014. Medwatch also entered for the device. ICD rv extraction scheduled for (B)(6) 2015.